Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 1 of 2. Consumer reported upon removal of a tampon, the string separated from the pledget. She manually removed the pledget herself from her vaginal cavity after she called her doctor for instructions on how to do so. She did not seek further medical attention and there were no reports of any adverse health effects.